Event description:
The info provided to sjm indicated the pt presented with breathing difficulties, coughing, and palpitations. The pt was admitted and an echocardiogram confirmed mild to severe mitral regurgitation. The pt underwent re-do mitral valve replacement surgery and received an unknown valve.